Manufacturer narrative:
This case, with patient identifier (B)(6) (aviva system), is related to case with patient identifier (B)(6) (guide system).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 94 mg/dl (guide meter) and 200 mg/dl (aviva meter). No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty test strip vial was returned.